Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault during pre-testing calibration. Furthermore there is no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, vyaire medical suggested that he connects the analyzer to see if there is a difference between what is displayed on the vent versus what displayed on the analyzer. If he finds a difference, he will calibrate the transducer, and if it fails, he will call back. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.